Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient collapsed and fell onto the floor while wearing the insulin pump. There were no witnesses to the incident. When he was found, the patient was unconscious. An ambulance was called. Paramedics obtained a blood glucose reading of hi on an unknown meter. The treatment given to the patient at that time is unknown. Patient was hospitalized for several weeks. Patient was diagnosed with internal bleeding and a broken hip and underwent a hip operation. Patient was comatose due to the anesthesia. Patient also had a heart attack while in a coma. Treatment for blood glucose obtained by patient during the hospitalization is unknown. The patient's doctors allege the initial collapse was due to a pump malfunction. Patient's daughter states the patient is no longer fit to use the pump and therefore the infusion device was requested for return.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.